Event description:
It was reported that the physician was attempting to treat a lesion in the cx using a resolute integrity (rx) drug eluting stent but the device failed to cross. Upon removal, it was noted that the struts of the stent were compromised. Another resolute integrity 2.25 x 22 mm was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: unknown (unable to determine root cause); inherent risk of procedure (stent deformation); no results available since no evaluation performed; none (no device returned for analysis); conclusion: results unknown (unable to determine root cause); known inherent risk of a procedure (stent deformation); unable to confirm complaint (no device returned for analysis). (B)(4).